Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. A revision procedure was scheduled but the patient did not present for it. A new date has not been set. This rv lead remains in service at this time. No adverse patient effects were reported.